Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/01/2021. H6 component code: g07002 -no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: ninety-one packets of product code j433 were returned for analysis with the packaging closed. Upon initial inspection to the samples no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, thirteen packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force result were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional information was requested and the following was obtained: what is the lot number? : ramhdl. Could you please confirm if procedure was completed? :yes. If not, is there any surgery planned in the future? Please provide the date (mm/dd/yyyy) : unknown. Was there any adverse consequence associated with the patient? : potential risk as it prolonged surgery. Was there any change in the patient¿s post-operative care due to the prolonged procedure? : unknown. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify.: prolonged surgery and used CT to look for the needle if medication was required, please clarify if it was prescribed by a physician. Unknown what is the most current patient status? : stable. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Events reported in medwatch reports 2210968-2021-08986, 2210968-2021-08988, 2210968-2021-08989, 2210968-2021-08990. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Could you please confirm if procedure was completed? If not, is there any surgery planned in the future? Please provide the date (mm/dd/yyyy) was there any adverse consequence associated with the patient? Was there any change in the patient¿s post-operative care due to the prolonged procedure? Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription medication)? If so, please specify. If medication was required, please clarify if it was prescribed by a physician. What is the most current patient status? Device return status: attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent endoscopic hydronephrotic surgery on (B)(6) 2021 and a suture was used. During the procedure, the suture pulled off the needle. Another like device was used to complete the procedure. It took approximately 30 minutes to find the needle using CT. There were no adverse patient consequences reported. Additional information was requested.